Manufacturer narrative:
(B)(4). Batch # n55l0d: the analysis results showed that one ecr45w reload was received fully fired, with the pan detached from the cartridge. One possible cause for the damage to the pan may be improper loading of the cartridge reload onto the device. While no conclusion could be reached on what caused the pan to dislodge, it is possible that the package was not opened using the sterile technique resulting in the pan dislodging from the reload. In addition, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, after stapling and withdrawal of the load from the stapler, the metal framework detached from the rest of the load. Another like device was used to complete the procedure. There were no adverse consequences for the patient.